Event description:
It was reported the insulin pump was exposed to moisture. The device was splashed with water. Customer does not recall blood glucose. Customer stated the device did go blank immediately after pump exposure to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No traces of moisture were noted on the electronic or motor assemblies. The pump also had a missing end cap sticker, minor scratches on the lcd window, and cracked battery tube threads.